Manufacturer narrative:
Other devices associated with this report: 2- unknown batteries/ cat # 1650. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the patient's mother that they experienced intermittent beeps, unassociated with other alarms, and early switching of the batteries before the bar on battery status indicator was down to one. The patient was seen in clinic and was found to have loose connectors on the controller power port. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Additional information was provided which stated that the patient's parents denied any excessive force or damage to the device. The power switching events occurred intermittently and therefore could not be reproduced. There were no alarms or loss of power reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed unknown batteries from complaint. Per additional information received: unable to confirm which batteries were in use during the time of the reported event. It was reported that the patient was experiencing power switching events. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. The most likely root cause of the reported event can be attributed to a combination of communication errors and momentary disconnections between the controller and batteries. In addition, the controller failed visual inspection because the controller's power port one (1) connector was found loose from the controller housing. Note: this controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections of the battery. The most likely root cause of the loose connector can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.